Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant failed due to implant pain. The doctor confirms that the dental surgical procedure was not completed with another implant on the same day and that the patient will have to return in the future to complete it. The affected dental position is unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3736 (due: jun 7, 2023). The device could not be functionally tested for the reported failure (pain). No pre-existing conditions listed on per. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (tsvh10) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (Complaint category keyword(s): medical: pain) therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Reference number was updated per investigation findings.

Event description:
No further event information is available at the time of this report.